Event description:
It was reported insulin drops were not observed at the end of the infusion set tubing during the load sequence. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the customer was using apidra insulin. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.